Manufacturer narrative:
Device eval by manufacturer: the product was returned to boston scientific for analysis. The delivery wire returned. No delivery sheath was returned. Microscopic analysis showed that the perforations were intact. The delivery wire was returned with the proximal and distal couplers attached. The coil was stretched and separated from the distal coupler. Additionally, the stretch-resistant suture was broken at the distal coupler. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil prematurely deployed inside the microcatheter. An 8mm x 60cm embold soft detachable coil system and a 60cm embold packing detachable coil system were selected for use in a coil embolization procedure to treat a pseudoaneurysm. The anatomy was tortuous. A truselect microcatheter was used to deliver the 8mm x 60 cm embold soft coil first. However, it was determined that the coil was undersized, so it was retracted back into the microcatheter. The coil prematurely deployed from the delivery wire. The microcatheter was pulled out with the deployed coil inside, and access was lost. After access was re-gained, and embold fibered coil was successfully deployed. Following that, the 60cm embold packing coil was advanced. The coil was not sitting like the physician wanted, so the coil was retracted. The coil prematurely deployed, and the microcatheter was pulled to remove the coil. After access was re-gained, the case was completed with non-boston scientific coils. One of the non-boston scientific coils also prematurely deployed during this case. No patient complications were reported. However, device analysis revealed that the 8mm x 60cm embold soft coil was separated from the distal coupler.